Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan to report the one touch ultra meter was displaying the "apply sample" icon. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date, the patient noted the reported meter continued to display the "apply sample" icon; she was unable to obtain a blood glucose reading. Afterwards, the patient experienced the symptoms of shaking, sweating and hunger. The patient took the action of decreasing her insulin doses to 35 units n insulin and 15 units r insulin. She did not seek any medical attention or treatment. Troubleshooting revealed the patient's testing technique and test strips were correct, and the test strips correctly drew in the blood sample. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore this complaint is being reported.